Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer experienced high blood glucose levels of 560 mg/dl. The customer stated that the infusion set site was not working and caused the customer's blood glucose to go up to 560 mg/dl, twice, which was treated with manual injection. Troubleshooting was performed and everything tested within specification. The drive support cap was recessed. In the alarm history there was low reservoir alarm present. The high pressure test passed. The infusion set was removed from the customer's body and the cannula was neither bent nor occluded. The customer stated that when they had the high blood glucose incidents, the first time there was no apparent reason but the second time the cannula was bent. Nothing further was reported.